Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that she had developed a skin irritation under her back therapy electrode pads. The patient's doctor advised the patient to use cream for the irritation. After using the cream, the patient reported that the irritation was about the same. The patient's medical outcome is unknown.